Event description:
Adverse event(s): "no patient injury reported" (no consequence or impact to patient). Product problem(s): "vitrectomy cpc connector is broken" (connection issue); "fragmatome handpiece would not tune" (device issue). The nurse reported that the vitrectomy cpc connector is broken. The nurse had to hold the vitrectomy probe in place to finish the case. The fragmatome handpiece would not tune. The nurse tried another fragmatome handpiece, tubing, and finally a cassette. The swapping of the cassette remedied the issue. This delayed their case about 20 minutes. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the sys and found the cpc connector cracked. The cpc connector was replaced and disposed of. Preventive maintenance was performed. The sys was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l related reports for this sys. (B)(4).